Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for high out of range shock impedances greater than 200 ohms one week after it was implanted. It was noted that there was no noise, and an x-ray that was performed to check the lead insertion was inconclusive. Boston scientific technical services (ts) discussed to perform additional troubleshooting, and additional information determined that the plan was to see the patient again for re-evaluation in a few months. The lead was reprogrammed to single coil, where testing determine impedance values were 59 ohms. The system remains in-service. No adverse patient effects were reported.